Manufacturer narrative:
Through follow up it was reported to jnj that the issue of the infections had been resolved by the customer (internally) and that the cause was identified to be a new employee that was not following proper aseptic protocols. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: in follow up #1 it was reported that the issue of the infections had been resolved by the customer (internally) and that the cause was identified to be a new employee that was not following proper aseptic protocols. It was failed to mention that the j&j device is no longer a suspect product as it did not cause or contribute to the reported event based on the information that was received from the customer. Therefore, the reportability of this case was downgraded, and no additional information will be provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a case of infection in which the customer has not been able to isolate the source and believe it could be their solo irrigation/aspiration (I/a) handpiece. Patient was provided medical treatment for the infection and is expected to have a full recovery. No additional information has been provided.

Manufacturer narrative:
. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.